Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report: # (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-55 - user had an inaccurate reference: competitor's meter: the end user is comparing results obtained from trividia's bgm system to the results from a competitor's bgm system. Test strip UDI #: (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure that the replacement products resolved the initial concern - unable to establish contact at this time.

Event description:
Consumer reported complaint for low blood glucose test results. Customer comparing his meter with a competitor meter and the results obtained, the customer is concerned with tests results from results obtained of 80mg/dl and the competitor's meter results of 130 mg/dl. The expected fasting blood glucose test result range is 120-140mg/dl. The customer did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored according to specification in the bathroom. During the call a blood test was not performed by the customer. The test strip lot manufacturer's expiration date is 5/20/2020 and open vial date is four days ago. The meter memory was reviewed for previous test result history: (B)(6).